Event description:
On (B)(6) 2010, the patient reported her blood glucose elevated to 310 mg/dl at 12:00pm and she changed her infusion site and bolused 7 units of insulin over 3 hours. Her blood glucose lowered to 187 mg/dl and elevated to 358 mg/dl and 409 mg/dl. She went to the emergency room and she noticed blood in the infusion tubing. She bolused 1 unit of insulin and this pushed the blood through the infusion tubing. She stated, her blood glucose lowered to 250 mg/dl and then very quickly dropped to 50 mg/dl. She stated, she was able to increase her blood glucose to 124 mg/dl. Her normal blood glucose range is 150-180 mg/dl. She stated, she sometimes uses an infusion site for 5-6 days and she was advised to change it every 2 days. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.